Manufacturer narrative:
Concomitant medical products: dtma1d4, crtd, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high, undefined left ventricular (lv) lead impedance. Additional information indicated the lv lead fractured and the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion due to high outputs from the lv lead. The lv lead was capped and replaced and the crt-d was explanted and replaced. No patient complications have been reported as a result of this event.